Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that about two weeks ago the patient felt a sudden burning, pinching pain at the implant site for about 10 seconds.